Event description:
It was reported that the implantable loop recorder (ilr) was suspected of recording noise. It was then found out to be oversensing. The sensitivity was decreased and the ilr remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.